Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received for investigation. The user was explanted but not re-implanted with a new device.

Event description:
The explanted device has been received for investigation. The user was not re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated post-operatively completely outside of the cochlea. In addition, in situ measurements show two channels involved in a short circuit since 2009 due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.